Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. The complication is typical for the procedure. Furthermore, based upon past reports, it appears that the patient's condition was a significant factor in the event. That is, upon argon plasma treatment in a thin walled area (i.e. The jejunum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To address the issue, additional in-service work was offered to the involved medical staff. But at this time, the staff considers it not necessary. Erbe USA, inc is now closing the file on the event.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000 and serial number (B)(4)) was used in a colonoscopy to treat arteriovenous malformations (avms). The settings were apc pulsed, effect 2 at 20 watts with a 0.5 liters per minute flowrate. The patient experienced post-operative pain and a drop in blood pressure. The patient was taken to the emergency room. A laparoscopy was performed and a perforation was detected. A bowel resection was done to address the issue.